Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that the insulin pump had an auto off alarm. The customer's spouse mentioned that his wife was hospitalized but her wife was not wearing the insulin pump for more than 48 hours. The customer's blood glucose was almost 1000 mg/dl at the time of incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08745 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. Device uploaded properly using carelink. The test p-cap and reservoir does lock in place in the reservoir compartment. The auto off alarm was set to 1 hour. The auto off alarm functions properly during testing. Device had minor scratched display window, dog chew marks on the reservoir tube, scratched reservoir tube window and a partially broken off reservoir tube lip. (B)(4).

Event description:
It was reported via phone call that the customer's weight has been changed to (B)(6).